Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
The customer reported a ventilator with an auxiliary alarm supply failed alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 18oct2020 b4: (B)(6) 2020. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14may2020. B4: 26may2020. The manufacturer's field service engineer (fse) could not reproduce the reported problem. The alarm was found within the event log of the ventilator. The fse replaced the motor controller printed circuit board assembly as a precautionary measure to avoid recurrence of the alarm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020; b4: 12oct2020. The replaced motor controller board printed circuit board assembly(pcba) was returned for analysis. A failure investigation was performed on the motor controller pcba and no notable conditions were found. The product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.